Event description:
It was reported that the trilogy 6.5mm screw broke during surgery. There was no delay in surgery. The broke distal screw remains in the patient.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified screw is fractured at the proximal thread. Outer head diameter is deformed and cracked with witness marks from the shell threaded hole. Potentially from the screw going through the shell hole. Hex shows signs of use. Taper below the head exhibits witness marks from insertion. The screw was submitted for further analysis. Analysis determined the device possibly fractured due to torsional overload. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.